Manufacturer narrative:
The service engineer (se) reported that no leaks were found, however, it was observed that the mounting of the high-pressure oxygen connector was loose. It was improved after replacing the oxygen inlet connector.

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had a leak coming from the high-pressure oxygen connector. There was no patient involvement when the issue occurred. No patient or user harm reported. The customer reported that the v60 ventilator had a leak coming from the high-pressure oxygen connector. The customer reported that looseness of the connector section was observed. The investigation is ongoing.